Event description:
Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 1.2. Date: (B)(6) 2014, inratio: 1.7, lab: 3.1. Patient's therapeutic range: 2.5-3.1. Patient self tester did not have the correct strip code when testing was being performed. Technical service rep reviewed the importance of the strip code and trained customer on how to change it in the monitor. Doctor had instructed the patient self-tester to increase intake of greens as a consistent part of a new diet beginning in early (B)(6).

Manufacturer narrative:
Incorrect strip code entered on unit. The code on the monitor display should match with the strip code on the packaging labels or test strip pouch. This cannot be ruled out as a cause for the error experienced by the customer. It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.